Manufacturer narrative:
A bci field service engineer (fse) visited the site on (B)(6) 2010. The fse replaced the drain line on the system, and this resolved the issue.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to waste leaking from the hydro area of unicel dxc 600 pro synchron clinical system. The customer could not determine the source of the leak. No injury was reported and there was no effect to patient or user.